Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a motor vehicle accident (mva) sometime in 2019, and since around that same time, the patient's stimulation had felt different than it had felt when they were first implanted. The stimulation was not helping as much as it used to, so they were having to turn it all the way up in order to feel it like it had been previously. The patient met with the rep on october 3, 2019 and impedances were checked. Contacts 1 and 4 had high impedances (>10 ,000 ohms). It was noted these contacts were being used in the patient's programming. The rep programmed around those contacts, which resulted in the patient feeling stimulation at 3.5 volts compared to 10.0 volts. The rep did discuss this with the doctor. It was decided to have the patient try the new programming to see if it helps before determining if a lead revision would be scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep has not heard from the patient regarding the effectiveness of the new programming. The patient was going to call if she needed follow up, but the rep has not heard from them. No further complications were reported.